Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to a post-traumatic event.

Event description:
The patient injury occurred at the end of dec 2017, after being moved pulled or dropped during patient care in the hospital. No additional information was provided.

Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the trauma experienced when the patient was being moved during patient care in the hospital. The IFU notes that extreme care in patient handling (e.g., moving patient, changing clothes, etc.,) immediately after surgery is necessary. Excessive activity and trauma affecting joint replacements have been associated with premature failure. This device is used for treatment not diagnosis.